Event description:
A jagwire was used for a therapeutic ercp. During the procedure, two centimeters of tungsten coating peeled off inside of the pt. There are no plans for removal as the physician expects the pt to defecate fragments. The procedure was completed with another device.